Manufacturer narrative:
The medline ptca kit was contained inside a convenience kit manufacturerd by our firm (roi cps, llc). Roi cps, llc submitted a customer complaint to medline on (B)(6) 2024 after receiving a customer complaint for the medline item contained in a convenience kit. A sample from the same lot reported by the end user was sent to medline for evaluation, root cause identification, and applicable corrective actions. On 2/26/2024 medline provided a closing response letter describing their investigation and the root cause of the issue they identified. The closing response letter from medline is attached (B)(4) closing response). Medline indicated that the event was likely caused by over pressurization of the closed system and provided a reference to the device IFU which defines the pressure levels that should not be exceeded while using the device.

Event description:
Staff noticed there is a leak in the y-connector on the ptca kit. The flush bag is leaking in to the waste bag. They believe the valve is incompetent.